Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no failed battery alarm, all the operating currents are within specification. The insulin pump passed self test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pump returned a button error alarm and a failed battey alert. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.